Event description:
A review of service data detected a reportable event. Upon service investigation of monitor sn (B)(4), the monitor was unable to power on. The last pt to use this device did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device service investigation of monitor sn (B)(4) has been completed. Upon eval, the monitor's component c19 (high voltage capacitor) was defective, which damaged multiple components on the computer/analog board. The failure appears to have occurred during charging of the capacitors on the defibrillation board. The over-current on the capacitors may have caused overvoltage on the 5.4v power supply on the defibrillation pca board. Visual damage could be seen on components l600, l601, u1004, u1005 of the c/a board. The root cause of the failure cannot be positively determined. The actual rate of failure for this component is well below the predicted failure rate. No adverse event resulted from the defective component. The last pt to use this monitor did not report any deficiencies.